Event description:
Patient was taken to the operating room and placed on the table in the supine position. General anesthesia was induced; lines and monitoring devices were placed. Patient's chest was prepped and draped in the usual sterile fashion. When it was time to do the avr [aortic valve replacement], the aortic valve was inspected and there appeared to be a calcified lesion distorting the right coronary leaflet. Near the end of the avr, sutures were placed through the sewing cuff of the valve and fastened in place using cor-knots. However, the firing mechanism stopped at 8 and it stopped cutting wire. The device was exchanged for another one and the procedure was completed without any further incident. No patient harm.